Manufacturer narrative:
Additional information: d10, g3, h3. Evaluation of the returned device was completed. The x-ray evaluation revealed that the cam assembly was activated twice, and no stents were found. The trigger button motion was functioning as intended and the device was able to actuate all remaining positions. The injector¿s splayed trocar was found broken at the distal end of the splay. The broken tip of the trocar was not returned. This finding likely occurred during the surgical procedure. The trocar was likely heavily bias outside of the v-slot during the event, causing the stent flange to collide with the insertion tube, fracturing the trocar. Based on the manufacturing procedure, it is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray. If any of the frontal components were bent during x-ray, the unit should get rejected. A review of x-ray images for the specified lot (101314), revealed that accepted device injectors contained splayed trocars that have met the required specifications. It is highly unlikely that the splayed trocar was shipped out bent as it undergoes critical dimension inspection after injector assembly. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified; however, the most likely cause is a heavily bias trocar during attempt to release the second stent. MFR# reference: 30402.

Event description:
Through follow-up, the surgeon reported that the patient underwent a right eye stent procedure. The patient's prognosis was reported as ¿doing well¿ postoperatively.

Manufacturer narrative:
A complaint history review was completed. The electronic complaint system was searched for lot# 101314. There was one (1) similar complaint reported for this lot number by the same user facility. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the device is expected to be returned for evaluation, but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling including the risk analysis was completed. The reported issue was identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that during attempt to implant the second stent from a trabecular micro bypass stent system, the surgeon could not visualize the tip of the trocar, and believed to have been broken. Per report, the remnant were removed intraoperatively and surgical technique or experience with device contributed to the reported event.